Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Promus element plus clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction(mi). Subsequently, coronary angiography and index procedure was performed. The target lesion was a de novo lesion located in the saphenous vein graft (svg) to 2nd obtuse marginal (om) with 95% stenosis and was 28.00mm long with reference vessel diameter of 4.00mm. The lesion was treated with direct placement of a 4.00x38mm promus element plus stent. Following stent deployment, thrombus was noted within the proximal edge of 4.00x38mm promus element plus stent. The physician treated it with thrombus extraction and balloon inflation with administration of intracoronary verapamil. Following post-dilatation, 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and clopidogrel.